Event description:
Kidney/adrenal gland procedure: according to the reporter: during operation the surgeon could not remove snake retractor, a competitor's product, from the port. The retractor disassembled in cavity. Surgeon was able to retrieve them without pt injury.